Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device was difficult / impossible to open. There was no patient injury.

Manufacturer narrative:
One device was received for evaluation. The returned product met specification as received. Visual inspection found the cord was caught in-between the handle and the body. The reported condition was not confirmed. The cord was caught in-between the handle and the body. This did not allow the t on the ski of the handle to disengage fully so the jaws could open. One the cord was removed the jaws opened and closed normally when the handle was activated. The investigation found the device to function normally and within specifications. The instructions for use (IFU) states to minimize tissue sticking: keep the jaws of the instrument clean at all times; clean the instrument more often when working in a bloody field; if consistent sticking is encountered, reduce the bar setting; do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device was difficult/ impossible to open. The device was applied to the tissue but it did not locked on the tissue. The device was opened by external force but no resection needed. There was no tissue damaged. They used another like device to complete the procedure. There was no patient injury.